Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs protruded. A functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the knobs were turned in all directions. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when the spyscope digital access and delivery catheter was plugged in, there was no visualization. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.